Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, on the second inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another nc emerge® balloon catheter. No patient complications were reported and the patient's status was good.